Event description:
Needle tip broke off while surgeon suturing left patella. Two separate needles broke. X-ray obtained. One needle tip visualized and one needle tip not visualized. It is believed that one needle tip was removed from field by suction. Per surgeon "during placement of the mersilene tape, an approximate 1 millimeter fragment of the needle broke as it was being passed through the portion of the vastus medialis tendon. The c-arm was used to localize this, however, it was well within the tendon and it was felt that the better part of the valor was to leave the very small fragment as it was rather than traumatize the tendon further by searching for it."